Event description:
A malfunction alarm was reported, but there was no adverse impact on the customer's blood glucose level. Technical support provided instructions to reset the pump, and after the reset, the malfunction code did not recur. The customer was informed they could continue using the pump and advised to contact support again if any issues reoccurred, which they acknowledged and understood.